Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced pain and discomfort due the inflatable penile prosthesis (ipp) bulging on the right side when the device was inflated. After thorough evaluation through visualization and palpating, it was decided that a surgical intervention was needed. During the procedure, the existing device was removed and replaced, and a graft was done to the right side of the penis to repair the corpora. Upon explant, a tear was seen in the right cylinder dacron mesh allowing a device aneurysm to appear. The patient fully recovered following the intervention.